Event description:
The customer reported weakly false positive reactions of a sample with seraclone anti-a art. No. 801325100, lot 7018010-04. The affected sample was tested at the (B)(6) blood services as bloodgroup b. The customer has sent us the patient sample but not a vial of the complained lot of reagent. Therefore, patient sample was tested with the retention sample in the immediate spin method. The reaction was clearly negative. Even during a longer incubation at 4 degrees c which is not according to the information of the instruction for use, a clear negative reaction was observed. Despite our test results the patient sample was sent for molecular typing of the abo blood group to an external laboratory.